Manufacturer narrative:
The device has not yet been returned for investigation nor were x-ray films provided to confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that the nail was implanted and then removed upon noticing it was defective as the screw holes were flipped 90 degrees. No patient injury was reported.